Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer removed the pump case from the pump and the cartridge was dislodged. Reportedly, the customer slid the cartridge back into place. Customer's blood glucose was 120 mg/dl.